Manufacturer narrative:
Device evaluation: lens was returned in a micro-centrifuge vial with moisture on lens. Visual inspection found the lens haptic torn. Claim# (B)(4).

Manufacturer narrative:
Corrected data: age or date of birth-corrected to :(B)(6)1981. Additional data: event-the reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens -12.50/+2.0/083 (sphere/cylinder/axis) in the patient's left eye (os) on (B)(6)2018. On (B)(6)2018, the lens was exchanged for a shorter length lens due to excessive vault. The problem was resolved. The reporter noted, "patient is happy. No further treatment is necessary. Last visit: (B)(6)2018; bcva: 20/20; ucva: 20/20; vault: 600um". Patient code: (B)(4) secondary surgical intervention, exchanged claim #(B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -12.50/+2.0/083 (sphere/cylinder/axis), in the patient's left eye (os), on (B)(6) 2018. The reporter indicated the lens had excessive vaulting. The surgeon plans to explant and exchange the lens for a shorter lens. The lens to date remains implanted.